Event description:
Information received by medtronic indicated that the insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery tube on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube) , battery tube threads cracked, broken reservoir tube lip, serial label damage (fading), cracked keypad overlay, cracked belt clip rails and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.